Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12-sep-2023. H.6. Investigation summary: bd received two unsealed 20 gauge insyte autoguard blood control units from lot 3166524 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that both units were retracted. The needles were reset and inspected but no damage was found. Next, a leakage test was performed on both units but no leakage or damage was observed. Finally, the engineer attempted to activate the safety function on both devices and both needles retracted successfully. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd insyte¿ autoguard¿ bc shielded IV catheter there was leaking from bc valve. Report 2 of 2. The following was received by the initial reporter: needle does not retract once cathlon advanced while in the patient, needle removed from patient then needle retracts. When the button is pushed a 2nd time, blood control valve did not work once needle removed, blood flowed from the cathlon.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd insyte¿ autoguard¿ bc shielded IV catheter there was leaking from bc valve. Report 2 of 2. The following was received by the initial reporter: needle does not retract once cathlon advanced while in the patient, needle removed from patient then needle retracts. When the button is pushed a 2nd time, blood control valve did not work once needle removed, blood flowed from the cathlon.